Event description:
It was reported that the pacemaker exhibited failure to interrogate. The pacemaker was not used and no patient was involved.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. As received, the device was without telemetry communication and output, and further testing indicated that the device battery was depleted. Further analysis of the device found that there was a high current drain and the cause of the high current was due to an unknown component on the hybrid. A longevity assessment was performed, and premature battery depletion was confirmed.